Manufacturer narrative:
Customer was provided with a replacement telepack.

Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No patient injury was reported.